Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 260 units of insulin during the load sequence. Customer's blood glucose was 206 mg/dl. Customer declined troubleshooting with tandem technical support and declined to provide further information.